Event description:
Device #2 issue: needle to cuff miss. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, the needle missed the cuff. When the device was pulled out of the patient to harvest the suture, the suture pulled out of the device. The device was removed over a guide wire and a second proglide device was attempted but with the same results. The second device was removed and a sheath was inserted so that manual compression could be applied at a later time to achieve hemostasis. It was "assumed it was calcified plaque that caused the needle miss." There were no reported patient adverse effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. Device #1 proglide is being reported under a separate medwatch report number.